Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose on the insulin pump. Customer's blood glucose level went as low as 64 mg/dl and as high as 500 mg/dl. Customer treated their low blood glucose with glucose tablets. Customer believed they had delivered a bolus however the status screen proved they had not delivered a bolus. Customer declined to troubleshoot their fluctuating blood glucose levels and stated it may have been a result of their mistake.